Manufacturer narrative:
Facility staff attributed the reported blood loss to user error. The user's guide provides adequate instructions for making connections during rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training to the operator regarding patient connections. There have been no similar problems reported subsequent to this event. No additional information will be provided.

Event description:
The facility nurse reported that the operator failed to unclamp the arterial line during rinseback of a routine hemodialysis treatment, leading to air outgassing and developing foam in the arterial line. Rinseback was not performed due to the foam, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.